Event description:
This ra lead was implanted on (B)(6) 2005 and remains implanted at this time. A call was placed to technical services on 03/28/2018 stating that there was an atrial events that looks like minute ventilation oversensing and up to 9 episodes of oversensing. The physician was dr. (B)(6) at (B)(6) medical center in florence, sc. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).